Manufacturer narrative:
Sample was received and investigated. Visual inspection of the shutter showed the shutter had no obvious defects. Visual inspection of the board showed no burning or other obvious damages. Functional inspection of the board and the shutter with the laser system could not reproduce any error message. The system was started several times without issue and all system tests could be performed without deviation. Finally, multiple test treatments were performed without problems although the treatments were interrupted several times by releasing the laser pedal to initiate the shutter to act. Functional inspection of the shutter with the test box shutter two showed the shutter action times are in their specifications and also the signal feedback shows no issue, the shutter met specifications. The error was not reproducible during testing. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a shutter error message occurred during a laser assisted procedure. Error message stated that shutter 2 opens and closes automatically. No harm to the patient was reported. Additional information has been requested.